Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient had magnetic resonance imaging (MRI) and they thought the pump was not working because their pain was out of control. The patient had a handset but the reporter did not know if the patient had been using it since the MRI. Technical services recommended interrogating the pump. Technical services reviewed that the patient could also use their handset to look for pump alerts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regards to the report that the pump was not working, a device issue was not confirmed. The pump returned function after the magnetic resonance imaging (MRI) as designed. The pump did not stop working. In time, the patient's anxiety reduced and she noticed relief. The device was interrogated and noted to be functioning appropriately.